Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found haptic broken. Dimensional inspection found the lens within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. At a later date the lens was exchanged and the problem resolved. Cause of the event was reported as unknown. A work order search found no similar complaint types.